Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the 512xd connection portion of the stopcock and the body broke. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.